Event description:
On (B)(6) 2008, the pt underwent the surgery with plates and screws. On (B)(6) 2009, the surgeon decided to remove them, because the pt bone did union. During the removal surgery, the surgeon found that there was a minute piece of coiled metal (maybe it was from the plate). He removed it and the procedure was completed with no problem.